Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aneurysm using gore® dryseal flex introducer sheath. After stentgraft implantation, access angiography showed no abnormalities. When 22 fr. Sheath and a wire were removed from the patient and the wound was about to be closed, the patient's blood pressure suddenly dropped. The patient went into cardiac arrest, and cardiac massage was performed. The physician suspected left ventricular perforation and cardiac tamponade due to radifocus® guidewire manipulation, so the procedure was converted to the open surgery. Under the open chest, cardiac massage was performed and the descending aorta was clamped. However, no bleeding site was found when the chest was opened. The access angiography was performed again and vessel damage was confirmed. The vessel damage was surgically repaired and replaced with an artificial vessel. The patient originally had a history of coronary artery stenosis, and coronary artery bypass was performed at the same time because her blood pressure was unstable due to a sudden drop in blood pressure that placed a heavy burden on the heart. After the patient cardiac hemodynamics became stable, the procedure was completed. The access vessel damage occurred at the right femoral artery 20 cm from the sheath insertion site. Reportedly there was no resistance during insertion, but the vessel was calcified.

Manufacturer narrative:
H6: added component code 829.